Event description:
A pt reported they were unable to receive an accurate reading on their one touch basic meter due to the meter allegedly having missing segments. Pt reported symptoms of thirst, frequent urination, blurred vision, dry/flaky skin, drowsy with medication and hungry. The result on their meter was 139mg/dl. Treatment was food or beverage. No further info has been reported.